Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had no reservoir alarm. Customer's blood glucose was 505 mg/dl. The customer was not treated because she wasn't able to get the reservoir in the pump. After the troubleshooting was done, the customer was assisted with inserting the reservoir into the pump, filling the tubing, reconnecting at the quick release, and delivering the fill cannula. The customer was advised to test her blood glucose again to get an updated reading as they have been on the phone, and treat as needed.